Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged accucath catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 18ga x 2.25" accucath peripheral IV catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a break was observed just distal of the luer adapter. Microscopic examination of the catheter break confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. Planar shape to the fracture surface. Blood residue was seen on the sample which showed that the product had undergone at least some use. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The location of the damage suggested that site maintenance technique may have contributed. The product IFU states ¿avoid accidental device contact with sharp instruments¿. A lot history review (lhr) of recn2839 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had accucath placed in arm, while it was already in arm, the catheter broke off into patient's arm and could not be identified in the vein under ultrasound. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recn2839 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had accucath placed in arm, while it was already in arm, the catheter broke off into patient's arm and could not be identified in the vein under ultrasound. No other information was provided.